Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A photo of the device was returned to mentor. Photo evaluation: upon visual inspection of the picture, is not clear to confirmed a failure because of its quality. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced rupture and capsular contracture baker grade iii on the right side. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 450cc, serial number (B)(4) (r) and (B)(4) (l) on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).